Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v388998, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID 3889-28, lot# v388998, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider later indicated that device was implanted in (B)(6) 2010. The patient pre-operative diagnoses were refractory urgency and frequency same post operation was performed on stage 1 for lead placement. Antibiotic was administered to resolve the infection. Hcp was unaware of replacement in 2016. There was discrepancies with the implant date reported by the health care provider, follow up will be sent to obtained the information.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v388998, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. Product ID: 3889-28, lot# v388998, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead.

Event description:
It was later reported that the patient's infection was after her first implant in (B)(6) 2010 and the device was explanted in (B)(6) 2010, not her replacement of this year. The cause of the infection was reported as unknown. The patient's indications for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28 ,lot# v388998, implanted: (B)(6) 2010, product type: lead.

Event description:
The manufacturer representative (rep) reported that the system was removed in the beginning of 2016 after the patient contracted an infection. Everything was removed. The patient's indications for use were urinary dysfunction and sacral nerve stimulation.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.